Event description:
It was reported on may 12, 2008, that the pt died while on the ventilator. When the pt was found, the ventilator allegedly did not audibly alarm alerting the nurse that the trach tube was loose.

Manufacturer narrative:
The device has not been returned to the MFR for investigation.